Event description:
It was reported that the customer's insulin pump had a cracked case, however, failure analysis reported that the customer's insulin pump has intermittent button response due to corroded keypad traces. No additional information was provided.

Manufacturer narrative:
Pump passed displacement test. Intermittent button response due to corroded keypad traces. Cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.